Event description:
A coronary stent with delivery system was successfully deployed at the target lesion site in the pt's circumflex artery. Following post-dilation of the deployed stent, a coronary vessel dissection was observed. During attempts to advance a second coronary stent with delivery system to the area of dissection, guide catheter. Support was lost and the stent dislodged from the balloon catheter. The location of the stent is unknown; however, the physician believes that the stent embolized to the pt's lower extremity. There were no clinical sequelae reported relative to the event.